Event description:
It was reported that during an intracept procedure, the physician encountered hard bone and the curved cannula peek broke off inside the patient. It could not be confirmed whether device fragments were contained inside the bone or outside the bone. It was noted that a new intracept kit was not opened. The procedure was completed successfully.

Event description:
It was reported that during an intracept procedure, the physician encountered hard bone and the curved cannula peek broke off inside the patient. It could not be confirmed whether device fragments were contained inside the bone or outside the bone. It was noted that a new intracept kit was not opened. The procedure was completed successfully.